Event description:
It was reported that the float sensor was faulty. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was the microswitch. This was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.